Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. Multiple follow-up attempts were made to complete troubleshooting, but the customer didn¿t respond . The customer reverted to an alternate method of insulin therapy.